Event description:
It was reported multiple contacts on the scs lead were found to be invalid during the programming session. As a result, the sjm representative was unable to achieve effective stimulation via reprogramming. X-rays have been ordered as te next course of action. Follow-up identified surgical intervention may be planned at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.